Event description:
Reporter called to report her freestyle libre 3, device sensing problem. Freestyle libre 3 is giving inaccurate readings. Results are reading higher than normal. Patient went to emergency room due to inaccurate reading; she was admitted for hypoglycemia. Patient also stated she received a letter in the mail on thursday (B)(6) 2024 but the letter was dated (B)(6) 2024 and "alert date (B)(6) 2024". No model, serial or lot number was provided.